Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device noted no defect was observed. Device labeling: precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the needle disengaged from the syringe and product came out. No injury to the patient or injector. The needle from the package was used.